Event description:
It was reported that the patient with this right ventricular (rv) lead was combative after surgery due to dementia which resulted in lead dislodgement. This lead was subsequently explanted and replaced with a new rv lead successfully. No additional patient adverse effects were reported. This lead is expected to be returned to boston scientific for analysis.